Event description:
It was reported that the attempted right atrial (ra) lead did not transmit torque well. It was further reported that the lead helix stopped extending and retracting due to an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588c lead, implanted (B)(6) 2004; d224trk ICD, implanted (B)(6) 2009. (B)(4).